Manufacturer narrative:
Infection is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient developed staph infection at implant site. Given three courses of oral antibiotics. Infection did not resolve. Patient explanted on (B)(6) 2015 and will be re-implanted at a later date.